Event description:
During a PICC am audit, the charge nurse found the PICC dressing to be saturated as well as the underlying blankets wet. Placed an ns flush on the end of the PICC line and flushed. Found it to be cracked and leaking.